Event description:
It was reported software reset was observed during a visit. The device was successfully downloaded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.